Event description:
Boston scientific received information that this right ventricular (rv) lead was being revised due to the shock lead impedances being greater than 125 ohms while in the clinic with the distal coil. During the revision they were getting normal numbers and when they hooked the lead back up they were seeing greater than 125 ohms again. When the implantable cardioverter defibrillator (ICD) was placed back in the pocket they were getting 50 ohms to 60 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.